Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low unipolar impedance and undefined bipolar impedance qualified as high. The lead was suspected to have dislodged during cardiac surgery. The ra lead remains in use. No patient complications have been reported as a result of this event.